Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. Patient information was unavailable. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test and service the equipment. The issue was resolved by replacing the computer. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the computer froze during the procedure. The computer was restarted and used, but it froze again. Use of the navigation system was stopped; the procedure was completed without using the navigation system. There was no delay to the procedure. There was no patient injury, and there was no reported impact on patient outcome.

Manufacturer narrative:
The computer was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. If information is provided in the future, a supplemental report will be issued.